Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, a high capture threshold was observed on the left ventricular (lv) lead. The lv lead was retested and gave reasonable capture thresholds. The patient was stable and will continue to be monitored.